Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 0.3ml 31ga 6mm wholeunit 10bag had the hub separate from the device. The following information was provided by the initial reporter: "it was reported the needle shields were difficult to remove on some of the syringes resulting in the needle hub separating on some of them."

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9252570. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200845676, 200845565] noted that did not pertain to the complaint. There were two (2) notifications [200845567, 200845495] noted for high shield pull. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that syringe 0.3ml 31ga 6mm wholeunit 10bag had the hub separate from the device. The following information was provided by the initial reporter: "it was reported the needle shields were difficult to remove on some of the syringes resulting in the needle hub separating on some of them."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/13/2020. H.6. Investigation: customer returned (8) 3/10cc, 6mm, 31g syringes in an open poly bag from lot # 9252570. Customer states that the needle shields were difficult to remove on some of the syringes resulting in the needle hub separating on some of them. Four out of 8 samples were returned with the hub-needle/shield assembly separated from the barrel. All remaining samples were tested to determine the shield removal forces (specs: shield removal force for 3/10cc after sterilization: 0.85-5.95 lbs.). Data: shield removal force: syringe 1, 4.35 lbs. Syringe 2, 4.49 lbs. Syringe 3, 4.86 lbs. Syringe 4, 4.05 lbs. All removal forces fall within specification. A review of the device history record was completed for batch# 9252570. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200845676, 200845565] noted that did not pertain to the complaint. There were two (2) notifications [200845567, 200845495] noted for high shield pull. Process summary: automatic syringe assembly machine, which feeds 0.3ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. CAPA#1122103 was initiated. H3 other text : see h.10,

Event description:
It was reported that syringe 0.3ml 31ga 6mm whole unit 10bag had the hub separate from the device. The following information was provided by the initial reporter: "it was reported the needle shields were difficult to remove on some of the syringes resulting in the needle hub separating on some of them."